Event description:
The clinician reports the implant was inserted (B)(6)2022 in ada 5. Details of surgery: ridge augmentation. On (B)(6)2023, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, fistula and inflammation. No further patient complications were reported.